Manufacturer narrative:
Actual date of events were not reported and therefore date of awareness has been documented as event date. Patient information was not provided. Therefore, section a was left blank. Section d4: device information was not provided. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that patients treated with impella pumps experienced ischemia and strokes during support. The medical staff reported that they had two or three strokes and three ischemic arms from axillary impellas this year. Two of the strokes occurred on patients with heartmate 3 devices, and one was a catastrophic stroke. The complainant¿s laboratory found the partial thromboplastin time and anti xa results to be sub-therapeutic, and this has been corrected. Patient information was not provided. No further information was provided this complaint involves three patient/device interactions. Separate mdrs will be submitted for each of the events associated with this complaint.

Manufacturer narrative:
Product complaint #(B)(4).